Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve procedure. Three reloads did not fire after pressing the green button of the manual stapling handle. The surgeon was not able to squeeze the handle. Another reload was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve procedure. Three reloads did not fire after pressing the green button of the manual stapling handle. The surgeon was not able to squeeze the handle. To solve the issue, immediate replacement of the product was used. There was no patient harm.